Event description:
A (B)(6) female pt contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. As received, the belt failed the hi-pot and fall-off tests. Upon evaluation, there was an open black pulse wire inside the cable connecting the trunk cable. The cause of the check belt alarms and test failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.